Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the clinical assessment completion, the reported type iiia endoleak is unconfirmed due to relevant medical imaging available regarding this recent event. However, medical imaging at the time of implant, identified overlap of 40 mm and per the IFU it should have been 62.5mm therefore this likely contributed to this event. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on relevant medical imaging provided. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx2". G1,2: contact office- contact has been updated : h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially treated with a bifurcated stent graft and a suprarenal extension. Approximately 1.5 years post-op the patient presented for a routine follow-up. The CT revealed a type iiia endoleak with the aortic extension and main body separated. The physician elected to treat the patient with an infrarenal and a suprarenal stent graft. The reintervention went well and the patient is doing well. Completion angiogram showed no endoleak.